Event description:
It was reported that this patient experienced syncope. Upon device interrogation, it was noted atrial fibrillation on the presenting electrocardiogram. Which was suspected to be caused for reprogramming settings. In addition, there were low amplitude p-waves observed. Reprogramming options were discussed and recommended. The cardiac resynchronization therapy defibrillator (crt-d) remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field d6b: explant date h1: type of reportable event h6: impact codes.

Event description:
It was reported that this patient experienced syncope. Upon device interrogation, it was noted atrial fibrillation on the presenting electrocardiogram. Which was suspected to be caused for reprogramming settings. In addition, there were low amplitude p-waves observed. Reprogramming options were discussed and recommended. Subsequently, a revision procedure was performed and the device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this patient experienced syncope. Upon device interrogation, it was noted atrial fibrillation on the presenting electrocardiogram. Which was suspected to be caused for reprogramming settings. In addition, there were low amplitude p-waves observed. Reprogramming options were discussed and recommended. Subsequently, a revision procedure was performed and the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned device found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device was subjected to and passed all automated testing. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.